Manufacturer narrative:
This report is filed march 4, 2014.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator, resulting in the decision to explant the device on (B)(6) 2013. The device has not been made available for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.